Event description:
It was reported that the patient presented to ER with multiple hv therapies due to noise. An insulation anomaly was also noted. The lead was capped.

Manufacturer narrative:
A partial lead was returned. External insulation abrasion was found at 21.0cm to 22.4cm from the connector pin, consistent with lead friction to the ICD can. One of the sensing conductors was fractured and the etfe coating was abraded. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.